Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator not operative occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The device's circuit board needs to be replaced to address the issue. Additionally, the device's blower assembly, machine flow sensor, blower bellow and in-line filter prox all are contaminated and need to be replaced. The air foam inlet filter, muffler assembly and particulate filter will be replaced due to preventive maintenance.

Event description:
The manufacturer received information alleging a ventilator not inoperative occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.